Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. The scope was last used in a procedure and then reprocessed on september 27, 2023. The sample was collected after the scope was stored. After testing positive, the scope was quarantined. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide the third-party hygiene microbiological test results which were inadvertently omitted. Prior to device testing, the device was sent for hygiene microbiological testing by a third party. The hygiene microbiological investigation report indicated the channels of the scope were cultured and <1 colony forming unit of microorganisms were detected on the endoscope. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation and the device evaluation. Additionally, (d9) returned to manufacturer date was added, (h3) device evaluated by manufacturer was updated to yes, and (h4) device manufacturer date was added. The device was evaluated by olympus and no abnormalities in the parts related to where the bacteria was detected were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the bacteria detected could not be determined. There were no obvious deviations from the reprocessing instructions in the instruction manual. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by following the instructions for use: the olympus cf-h190l/I reprocessing manual provides the following warning - an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.